Event description:
It was reported that during a site change the ilet user misunderstood instructions and disconnected the tubing from the adaptor, resulting in an incorrectly deployed infusion set and an unsecured connector. The user was advised to perform a complete supply change and troubleshooting and education were completed. No reported adverse clinical effects. Outcomes included no reported impact on health and no medical intervention beyond product replacement education. Investigation included review of use error and user education regarding proper infusion set connection. Investigation of this case revealed user error related to infusion set handling and connection, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change.